Manufacturer narrative:
The engineer determined the customer has not changed reaction cells on the analyzer in 3 months. Product labeling recommends replacement of the reaction cells monthly. The investigation determined the issue is consistent with not changing the reaction cells at the recommended time period.

Manufacturer narrative:
The field service engineer checked and adjusted the mixer. UDI number = (B)(4). Phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested for creatinine on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The specific creatinine reagent that was used by the customer was requested, but not provided. The first sample initially resulted in a creatinine value of 9.45 mg/dl, which repeated as 0.76 mg/dl. The second sample initially resulted in a creatinine value of 0.42 mg/dl on (B)(6) 2021, which repeated as 1.21 mg/dl. The creatinine reagent lot number and expiration date were requested, but not provided.